Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tube, the customer noticed two (2) tubes underfilled. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tube, the customer noticed two (2) tubes underfilled. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 20 retained samples underwent functional tests for low or no draw issues. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.